Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2024-00065 3013886523-2024-00066. A facility reported a patient was hospitalized due to traumatic brain injury for approximately one to an half weeks, decompressed bilaterally. Intracranial pressure measurements with intraparenchymal sensor and direct link were unreliable values (too high/too low). Therefore, the system was replaced with intraventricular sensor but the problem remained. The first sensor was implanted on (B)(6) 2024; explanted on (B)(6) 2024. Second sensor implanted on (B)(6) 2024; explanted (B)(6) 2024. Medical staff continued with not invasive monitoring (tcd diastolic flow velocity and optic nerve sheat).

Manufacturer narrative:
The directlink module was returned for evaluation: DHR - lot cvjbn3, conformed to the specifications when released to stock failure analysis - the module was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The module was inspected: no defect was noted. Root cause - no exact root cause could be determined as the technician could not confirm any problem with the device at the time of investigation.

Event description:
N/a